Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a left distal triceps repair a small piece of a drill bit broke off in the patient's bone. An x-ray confirmed the bit was retained in the patient's bone; the decision was made not to attempt retrieval of the bit as this action would cause more harm than benefit to the patient.

Manufacturer narrative:
(B)(4).